Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and no damage. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).